Event description:
It was reported that during a da vinci-assisted salpingo-oophrectomy surgical procedure, the prograsp forceps had a wire broken. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that there was no fragments fall inside the patient, also the instrument is available for return and an RMA request will be sent via the hospital and a image was attached to the email were it can be noted that a cable is completely broken. On 01/07/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wires broke on instrument during use.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Manufacturer narrative:
H10 field updated to include 4900240000-2024-8178 and 2955842-2025-10654.

Event description:
Refer to h11 for follow-up information.